Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase-mb results from the cobas pure c 303 analytical unit. The initial result was 59.9 u/l. The repeat result using a vitros 3600 was 27 u/l. This result was confirmed and was believed to be correct.

Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated. The calibration and qc data were inconspicuous. The analyzer alarm trace contained multiple abnormal aspiration (sample pipetter) alarms on the day of the event. This is consistent with pre-analytical sample handling process issues. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer checked the instrument performance and found there were drops splashing on the reaction cells and next to the reagent probe wash stations during the operation. Mechanical checks showed no volume for the alkaline wash in the cells. Preventive maintenance was performed, and calibration and qc were acceptable. The investigation determined that the issue was resolved after the service actions.